Event description:
The patient called alleging that the meter displayed an error 4 message. The patient mentioned that she was not "all there" at the time of testing. She contacted emergency services and they tested the patient, but the patient does not recall the reading; however, she was treated with food and /or beverage. The technique of applying blood on the test strip was correct. The patient was using the correct vial of test strips and the test strips were in good condition. Customer service was unable to resolve the issue and sent the patient a new meter. This case is being reported as a malfunction, since the error 4 was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips, but has not yet received them.